Event description:
Clinical study. It was reported that 1385 days post index procedure, the pt expired. Clinical status assessment on the day of the index procedure identified the pt's qualifying condition into the study as stable angina and the pt was referred for cardiac catheterization. Diagnostic angiography on the day of the index procedure, revealed 65-70% stenosis in the left circumflex (cx). One 18mm long target lesion was identified in the distal cx with 0% stenosis and a 3.0mm reference vessel diameter. The distal circumflex was pre-dilatated and treated with a 3.0 x 24mm study stent, reducing the stenosis to 0%. The pt was discharged one day later on doses of plavix and asa. During the attempt to contact the pt for the 4- year follow up the site was informed, the pt had been doing well over the last year but apparently died suddently in her sleep on day 1385. According to the death certificate the immediate cause of death was arteriosclerotic cardiovascular disease with the underlying cause of intoxication by the combined effects of amitriptyline, hydrocodone and venlafaxine. The death certificate also notes the death was deemed accidental and occurred due to drug intoxication. An autopsy was performed and no add'l info is available. In the opinion of the physician, there is no relationship of death to the index procedure. In the opinion of the physician, there is an unknown relationship of death to the study stent or a prior comorbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.